Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that a patient with hilar bile duct cancer underwent a therapeutic endoscopic retrograde cholangiopancreatography (ercp) wherein a single use biliary drainage stent v was placed on the left and right side of the hepatic hilium for bile duct drainage. The procedure was completed. Subsequently, the patient complained of abdominal pain (date and time unknown) and a computerized tomography (CT) scan was performed, which showed stent deviation on the left side of the hepatic hilum and duodenal perforation. The patient then underwent an unspecified surgical procedure to treat the perforation. The patient is currently alive. The device was inspected prior to use without any issues noted. The user facility also indicated that there was reportedly no problem with the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned to olympus for an inspection, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿after placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding.¿ this supplemental report includes a correction to b2 to provide information that was inadvertently not included in the initial medwatch. Also, new information received from the customer has been added to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient was discharged from the hospital without any problems.